Event description:
Customer reported to beckman coulter, inc. (Bec) that there was clenz leak in the coulter lh 500 hematology analyzer (lh 500). Customer reported that they could not determine the source of the leak. Customer reported that about two cups of fluid leaked. Customer reported that something may have shorted out as there was a strange smell near the lh 500. Customer reported that there was no smoke, no fire, and no hot smell. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak came from a hole in the tubing due to wear and tear by pv 43 and consisted of diluent and clenz. Pv43 opens the drain path from low vacuum and waste chamber vc1. Vc1collects waste from the red blood cell (rbc) and white blood cell (wbc) baths and the rbc and wbc vacuum isolator chambers. The fse replaced the tubing, the solenoid manifold, the diluter interface card and power supply. The fse ran quality control (qc) and verified the instrument operation. The unit was performing within published specifications after the repair.

Manufacturer narrative:
(B)(4).